Manufacturer narrative:
H10: manufacturing review:the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one valeo balloon expandable biliary stent pta catheter was returned for evaluation. Visual evaluation was performed sample was returned bloody and crimp marks were visible on the balloon under magnification. Stent noted to have damage. Balloon was inflated and crimping marks observed. No other functional testing performed due to the condition of device. Therefore the investigation is inconclusive for the separation problem as the manner in which the stent dislodged is unknown and confirmed for dislodgement issue as the device was returned with the stent detached from the balloon. The definitive root cause for the reported dislodged issue and positioning or separation problem could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 02/2022). H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the valeo balloon expandable products that are cleared in the us. The 510 k number and pro code for the valeo balloon expandable products are identified in d2 and g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure through left common femoral, the stent graft allegedly dislodged from the balloon catheter as it was being advance in to the lesion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2022). The catalog number identified has not been cleared in the u.s. But, it is similar to the valeo balloon expandable products that are cleared in the us. The 510 k number and pro code for the valeo balloon expandable products are identified.

Event description:
It was reported that during a stent placement procedure, the stent graft allegedly dislodged from the balloon catheter as it was being advance in to the lesion. The procedure was completed using another device. There was no reported patient injury.